Manufacturer narrative:
Device manufacture date: jan-07-2009; jan-8-2009; feb-11-2009. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) mmsi final tightener ¿ x25 driver [product code: 2797-12-600] was returned to the complaints handling unit for evaluation. Visual examination indicated that approximately 1-2mm of the hexlobes of the distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. A review of the device history record was performed. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted on the specific product code from this complaint file as the product family does not exist for this instrument. No emerging trends were found requiring further actions. The root cause of the final tightener becoming stripped cannot positively be determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the moss miami si final tightener was damaged when final tightening during surgery. The described damage is indicative of stripping of distal tip of the final tightener during screw tightening. The event did not result in any adverse consequences to the patient and there was no delay.